Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. It was noted that the lead was coming through the patients skin. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics and underwent a lead explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.